Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a non-bonded needle free connector disconnected from the mating extension set resulting in blood loss. It was reported that the patient required unspecified resuscitation measures but recovered from the event. No further information is available.